Event description:
It was reported that this right ventricular (rv) lead was surgically capped due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information from the field indicated that the lead got damage and fractured while using bovi. Additionally, the impedance was high out of range, therefore it was surgically abandoned and replaced.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information from the field indicated that the lead got damage and fractured while using bovi. Additionally, the impedance was high out of range, therefore it was surgically abandoned and replaced.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information from the field indicated that the lead got damage and fractured while using bovi. Additionally, the impedance was high out of range, therefore it was surgically abandoned and replaced.